Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping. (Bilateral), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the depression, hormone level abnormal, migraine, nausea, fatigue, dyspareunia, vaginal discharge, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted date of removal-(B)(6) 2008 received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: pfs received. The event 'plaintiff did not undergo essure confirmation test' was deleted and new event depression and anxiety were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping. (Bilateral), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, hormone level abnormal, migraine, nausea, fatigue, dyspareunia, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted date of removal-(B)(6) 2008 received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: outcome of previously reported event vaginal bleeding was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, menstrual cramps, yeast infection, bacterial vaginosis, vaginal odor, fibroids, anemia, fatigue, thyroid disorder and vitamin d deficiency. Previously administered products included for an unreported indication: flagyl and diflucan. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping. (Bilateral), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, hormone level abnormal, migraine, nausea, fatigue, dyspareunia, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted date of removal- (B)(6) 2008 received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: the fallopian tubes were blocked. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, menstrual cramps, yeast infection, bacterial vaginosis, vaginal odor, fibroids, anemia, fatigue, thyroid disorder and vitamin d deficiency. Previously administered products included for an unreported indication: flagyl and diflucan. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping. (Bilateral), oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, hormone level abnormal, migraine, nausea, fatigue, dyspareunia, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted date of removal (B)(6) 2008. Received treatment for- pain and bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information, patient's aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)' in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("vaginal bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping. (Bilateral) on 05-mar-2008). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the psychological trauma, hormone level abnormal, migraine, nausea, fatigue, dyspareunia, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted date of removal on (B)(6) 2008. Received treatment for- pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Events vaginal bleeding, migraines, nausea, vaginal discharge, hsg not done, dyspareunia, hormonal imbalance & fatigue were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hyst. (Full), salping. (Bilateral) on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: received treatment for- pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event injury nos replaced with event pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.